Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). A philips remote service engineer (rse) spoke to the customer a nemo (non engineering material only) service was agreed upon. The customer ordered a replacement npb pump assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that when the blood pressure is normal it performs well, but in hypo or hypertension the systolic values show a 4-point deviation. The device was in use on a patient at time of event, there was no adverse event reported.